Manufacturer narrative:
The lens is implanted, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt developed capsule contraction and crystalens is tilted 9 weeks post lens implant. The doctor performed a yag but the pt has not been seen since the procedure. The lens remains in pt's eye. This report pertains to the pt's right eye. Additional info has been requested, but has not been received by baush and lomb to date.